Event description:
It was reported that the customer would received "button errors" on the pump, requiring a pump reset in order to function again. No information if customer was referring to the wake button on the pump or the buttons on the pump touchscreen. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.